Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the self-test, and displacement test. The insulin pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was 105 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.